Event description:
It was reported that during implant the cylinder and pump was punctured while suturing with the inflatable penile prosthesis (ipp). The ipp was explanted and a new lgx ipp was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that during implant the cylinder and pump was punctured while suturing with the inflatable penile prosthesis (ipp). The ipp was explanted and a new lgx ipp was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: or damage was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage. The other cylinder and pump performed within specifications. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device caused or contributed to the error because of incorrect sample preparation. The reported allegation(s) could not be confirmed. As the complaint component was not returned for analysis, the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.